Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. A CT scan revealed that the aneurx stent graft had migrated distally resulting in a proximal type I endoleak. Currently, the abdominal aortic aneurysm is 10 cm in diameter. The physician elected to implant an endurant aortic cuff inside of the aneurx stent graft up to the lowest renal artery, however the proximal type I endoleak did not resolve. An endurant cuff was implanted proximal to the endurant aortic cuff covering the left renal artery and landing distal to the sma. The endurant stent graft was were modelled with a balloon however the final angiogram revealed that the proximal type I endoleak was still present but was not feeding the aneurysm sac. Per the physician, the cause of the proximal type I endoleak was due to stent graft migration and the cause of the stent graft migration was unknown. No additional clinical sequelae were reported and the patient will be monitored by the physician.